Event description:
It was reported that a warning triggered for low impedance on the right atrial (ra) lead. The impedance trend in general has been low. It was noted that the unipolar impedance was higher than bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).